Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.